Manufacturer narrative:
Device returned for evaluation and an investigation has been opened to review risk documentation investigation of returned device. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: after deployment of manta there was still pulsatile blood so pressure was held for 5 minutes. An angiogram showed the vessel was closed. A balloon was put across the closure and after inflation a perforation was noted. Surgery was performed and the collagen, anchor, and radiopaque lock were inside the artery per the surgeon. Manta was explanted during the surgical cut-down.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. Arteriotomy was noted as 7.5mm, no calcification or tortuosity present, and a depth deployment measurement of 5.5cm + 1cm. A central positioned access was gained utilizing ultrasound and micro puncture. No complications were endured advancing or withdrawing the procedural sheaths. Following deployment, pulsatile flow was present and manual pressure was applied. A post angiogram reveled an occlusion and contralateral balloon inflations were applied. Following balloon inflations, a perforation was noted. The physician chose to perform a cut down revealing the manta collagen, anchor and toggle were deployed intravascular. The manta components were explanted. The cause of the occlusion is likely due to the manta components being deployed intravascularly. However, due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiograms submitted for investigative purposes, the root cause cannot be determined. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: ischemia of the leg or stenosis of the femoral artery, and perforation of iliofemoral arteries, causing bleeding/hemorrhage. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding, and vessel laceration or trauma.